Manufacturer narrative:
Investigation: the customer is anemic but hematocrit is unk. Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 2.7, poc 1.5, ref 1.7, mean 1.97, confidence limits 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. All inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Since a lot number was not provided, and the product associated with the complaint is not expected to return, ps was unable to perform further investigation. Further investigation was not possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. No strip lot info was available. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result and an unspecified point of care (poc) inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 2.7, laboratory inr 1.7, poc inr 1.5. The time between testing was immediate. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.